Event description:
A caller reported that a malfunction occurred on their pump after it was accidentally dropped. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, after which the malfunction did not recur. The customer was advised that they could continue using the pump and to call back if the malfunction code appeared again, which they acknowledged and understood.